Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to a leak in the wash station tubing. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was reported to the physician. The sample was retested and the correct result was reported to the physician. There was no known patient intervention or adverse health consequences due to the discordant troponin ultra result.